Manufacturer narrative:
All buttons were found to be functioning properly. Corroded keypad traces were found during visual inspection. There was no button error alarm during testing. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 450mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.